Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) lead impedance was high, although the pace/sense impedance was within normal limits. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).